Manufacturer narrative:
Investigation summary: bd was provided with a photo and samples for catalog 307736 lot 1907124 to investigate for this record. Visual examination of the same showed a piece of a barrel flange inside the syringe. As a result, bd was able to verify the reported issue. The plastic piece was broken in the assembly station in the stack of the barrel feeder. The incorrect alignment of the barrels in this process produced the rupture of the barrel piece which ended up inside the barrel of the affected syringe. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It has been reported that the bd emerald¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: small piece of plastic floating in the barrel of the syringe, no component appears broken on the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd emerald¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: small piece of plastic floating in the barrel of the syringe, no component appears broken on the syringe.